Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the issue was unresolved and the representative was waiting to see if the patient would be scheduled for a lead replacement. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported that the patient wasn't feeling stimulation and that last week they were feeling stimulation. They turned the stimulation on and they still weren't feeling stimulation. They increased the stimulation to 10.5 and didn't feel stimulation. The patient was directed to follow up with their healthcare provider. Additional information was received from the patient via a manufacturer representative. It was reported that the patient had intermittent stimulation and didn't feel stimulation, even when turned up to 10.5 v. The patient indicated that this also happens on programs that previously had provided them therapy at lower voltages. An impedance test was performed and it was determined that several electrode impedances were high. The manufacturer representative was not able to provide the patient with a new program that provided stimulation and noted that the leads and extension were 18 years old. It was recommended that the patient have the leads replaced. No further complications are anticipated.